Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that when they tried to put the device into MRI mode, they got an error message that says that the therapy has stopped and to replace the internal device to continue. Patient said that they restarted the handset and communicator and is still getting the message. When asked, the patient said that had been using higher settings. Reviewed meaning of message, that implant has received end of service. Patient mentioned that was told that battery would like 15 years. The patient was redirected to their healthcare provider to further address the issue.